Manufacturer narrative:
Follow-up #1: date of submission 03/18/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/28/2014 with the following findings:the black box review show power on reset events on reported failure date of 08/29/2013. The time and date was accurately set at start of investigation. Investigators performed pump rewind, load, and prime with no alarms. The pump was exercised for 24 hours on a 1 unit per hour basal rate with test battery cap. A visual inspection of battery cap revealed, stripped threads. The battery cap was unable to tighten onto battery compartment. Power loss was duplicated due to the cap detaching. A visual inspection of "battery compartment¿ revealed, compartment crack from threads to case seal. A scratched display lens was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that their pump is dying. There is no additional information at the time of this report. There is no reported adverse event with this complaint. This report is made based on the allegation of the dying pump issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The date of submission was 03/20/2014 not 03/18/2014 and the product was evaluated by product analysis on 03/04/2014 not 02/28/2014 as previously reported.